Event description:
The pump was returned for investigation. Investigation revealed that the display screen dim and discolored. There was evidence of contamination found under all of the button contacts. Evaluation also revealed the audio bolus button was unresponsive. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed the display screen to be dim and discolored. The keypad was found to be torn at the down arrow button. All of the keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination found under all of the button contacts. Evaluation also revealed that the audio bolus button was unresponsive. (B)(6).